Event description:
Same case as MDR ID#2134265-2011-00999 and #2134265-2011-01001. It was reported that while unpacking for a drainage procedure foreign material was noted. While unpacking the flexima device, the catheter was noted to be "stuck" to the inside paper cardboard of the packaging. 2 additional catheters were opened and had the same issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received one vtcb/8.3 flexima firm w/ro catheter device loaded with metal cannula in original opened pouch with product label together with other related complaint devices. All the 8 devices were returned, stuffed inside one umd box. The packaging card and dfu was not returned. No residue was present on the biliary catheter or its components indicating the device was not used. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The metal cannula was found to be bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).

Event description:
It was further reported that the customer only opened 2 of the catheters, not 3 as initially reported. The customer also returned 5 additional devices that contained the same issue.